Event description:
Rn reported cloudiness and brown discoloration in saline flush syringe. The discolored syringe was not used on the pt. The MFR was contacted (B)(6) 2011. Hosp inventory was checked and lot numbers that matched this syringe were removed from inventory pending eval by MFR. No harm to pts.